Manufacturer narrative:
The insulin pump had no broken pieces on the case or display window. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported the customer's display was broken. It was found the damage occurred because the customer fell down on their insulin pump. Customer's insulin pump will be replaced. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.